Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated after pressing the reset switch the arctic sun device boots to the enter current password screen. They discussed that this was indicative of a depleted cmos battery. They also discussed as the device had no service history, it might be a good plan to send the device in for the 2000-hour service and requested a quote for service and loaner. Biomed had device that powers on to blank screen and was beeping. Transferred to ttm remote support for assistance. Per follow up information received via task on 04nov2024, no patient involved at the time of the malfunction. Per sample evaluation results received via task on 07nov2024, it was reported that the ac main voltage circuit card to power inlet module hot side connector was blackened. Tank seals lifted.

Event description:
It was reported that they stated after pressing the reset switch the arctic sun device boots to the enter current password screen. They discussed that this was indicative of a depleted cmos battery. They also discussed as the device had no service history, it might be a good plan to send the device in for the 2000 hour service and requested a quote for service and loaner. Biomed had device that powers on to blank screen and was beeping. Transferred to ttm remote support for assistance. Per follow up information received via task on 04nov2024, no patient involved at the time of the malfunction. Per sample evaluation results received via task on 07nov2024, it was reported that the ac main voltage circuit card to power inlet module hot side connector was blackened. Tank seals lifted.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Ac main voltage circuit card to power inlet module hot side connector is blackened. Replaced ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. The root cause is covered/investigated under CAPA number 1405844: "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause -inadequate verification and validation activities of the crimping process -single pull test did not provide stability of process -evidence was not provided when requested for maintenance of records or crimp tools -no crimp cross-sections provided". Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.